Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Event description:
It was reported that the patient did not seem to be getting good therapeutic effect from therapy. The reporter indicated that the pump seemed to be functioning and a dye study performed confirmed that the catheter was patent. The patient was at the hospital at the time of report for reasons unrelated to the pump, and the dye study had been performed the evening prior. The patient had recently moved from (B)(6) and the reporter did not have any history with the pump or therapy. The health care provider (hcp) was concerned as to whether the patient was getting enough therapy, as "it didn't appear to be getting much of the drug at all." The patient was showing an increase tone spasms, and was on a very high dose so the hcp stated "it does not appear that she's getting any of the drug; clinically it doesn't look that way." The hcp was contemplating further troubleshooting. The pump device was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report